Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several false positive results due to undersensing on the implantable cardiac monitor. The patient would continue to be monitored. No further information was available.